Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 noted during testing. Motor was tested outside the unit, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had trace pointers are invalid error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they could not clear alarm it because when he rewinds the insulin pump he got the same error. The insulin pump will not be returned for analysis.